Event description:
Surgeon completed a lumbar fusion from l1-ilium for a pt with mild deformity. Implants were connected, locking caps placed and tightened down. An antero posterior view with fluoro was taken and surgeon decided to perform a compression/distraction to reduce deformity. As surgeon began to disassemble the construct, three locking caps were difficult to loosen. The locking cap at l1 would not loosen. In an attempt to remove the locking cap, the tip of the t25 stardrive shaft - standard broke off in the locking cap. Surgeon cut the sides and burred down the locking cap. The locking cap was replaced and surgeon completed distraction and compression. The other two locking caps were re-tightened. Procedure was extended by an additional 10 minutes. After the procedure sales consultant noticed that three of the screwdrivers used during the procedure were damaged. The tip on one of the t25 stardrive shaft was deformed. Also noted, the tip of one of the t25 stardrive shaft-long was stripped and the tip on the other t25 stardrive shaft-long was discolored and may have been weakened from the procedure. This complaint pertains to the locking cap that was burred down. This report is one of seven for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.